Event description:
A report was rec'd that a pt was hooked to the pads and needed to be shocked. The monitor did not recognize that the pads were connected and only registered a dash line. The lines were unhooked and re-attached to a different monitor with the same results. Those pads were peeled off and different pads were applied. The results were the same. The pt was taken and admitted to the hosp. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.

Manufacturer narrative:
Without the actual device sample, it is not possible to determine the root cause of the alleged incident. The product was manufactured in 01/06 and has an expiration date of 06/07. A review of the device history record was performed for lot #331675 and all sets met manufacturing specifications. In addition, retain samples were tested as follows: 3112-1731. Non-radiolucent, adult, triangle shape, lot 331675. Both electrode sets were inspected visually and physically with no discrepancies noted. Both electrode sets were inspected for continuity using a fluke model 10 multi-meter and both sets exhibited continuity as they lay flat. No loose connections or loss of continuity were noted. Both electrode sets were paced and defibrillated three times each and both sets defibrillated successfully over the course of the testing and the defibrillator (hp codemaster xl+) did not generate a "pads off" message or any other error message.